Event description:
Received a call from shands biomed about a tf5505 on g5. Unable to pass tightness, unit alarms pressure not released.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a leaking mixer valve. In consequence (correction) inspiratory valve was replaced. There was no patient or user harm.

Event description:
Received a call from shands biomed about a tf5505 on g5. Unable to pass tightness, unit alarms pressure not released.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by importer - initial report - uf/importer report #: (B)(4). User reported the device was producing a tank pressure technical fault alarm. No patient harm was reported. Device continued to deliver prescribed ventilation. Device alarm with tf 5505 and went into ambient state. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user. Furthermore is the issue not likely to be serious to public health but is likely to cause serious injury or death to patient or use if it were to recur. An investigation for this case is ongoing in order to find out the definite root cause.